Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the hemostatic valve "blew out" the sheath. It was reported that the valve dislodged into the clear hub of the sheath. This was after the dilator was inserted. When the sheath was replaced, the issue resolved. Additional information was received indicating that there was leakage due to the hemostatic valve becoming dislodged in the hub. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on a patient. No air entered the patient¿s body. There was some blood return, but the volume of blood lost is unknown and it lasted less than one minute. A heartspan needle was used with the sheath.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
On 1-dec-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the hemostatic valve "blew out" the sheath. It was reported that the valve dislodged into the clear hub of the sheath. This was after the dilator was inserted. When the sheath was replaced, the issue resolved. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002396 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).